Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge and boot due to perpetual rebooting. The receiver down load failed due to perpetual rebooting. The functional testing was unable to be perform due to perpetual rebooting. Opened receiver case, detached ui pcba and downloaded and passed. The customer complaint was confirmed due to reboot receiver - error recovery followed by "screen recoverable error alarm. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.